Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified the need to disconnect the jaz drive. The jaz drive was disconnected. Once disconnected, the system worked as intended. No add'l information at this time. If add'l info is received a follow-up report will be filed as required.

Event description:
It was reported that the 9600+ system will not boot up. It was noted that the system stops at a1. There was no report of pt injury.